Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one blood transfer device has been found experiencing leakage during use. The following has been provided by the initial reporter: connected with terumo tube. The film of the tube was torn and blood leaked.

Manufacturer narrative:
H.6 investigation summary: bd did not receive samples or photos for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues relating to leakage were observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text: see h.10.

Event description:
It has been reported that one blood transfer device has been found experiencing leakage during use. The following has been provided by the initial reporter: connected with terumo tube. The film of the tube was torn and blood leaked.